Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected and the device could not be fired during use. There was no bleeding and damaged tissue with the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.